Event description:
A hemodialysis user facility has reported that approx 10 minutes into the hemodialysis treatment, the machine alarmed and air bubbles were visually noted in the dialyzer. All connections were verified by the staff and all pretreatment tests were passed without issue. A new system was strung and the pt completed the treatment with no further issues. The estimated blood lost was 250cc's. There was no medical intervention required and the pt suffered no other ill effects. There is a sample available for eval.